Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display and unexpected battery out limit alarm noted. Insulin pump received with stripped battery cap coin slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 420 mg/dl, 530 mg/dl, 522 mg/dl. The customer was treated with manual injection for high blood glucose level. The customer was assisted with troubleshooting. Customer reports display was blank and battery cap was missing. Customer states the display was not blank less than 30 seconds or did not return. Customer found the cap and was able to turn on the insulin pump. Customer states battery cap was damaged. Customer states the insulin pump had battery out limit alarmed after battery change. Customer reports they were able to clear the alarm. Customer states they received multiple battery out limit alarms when batteries were out of the insulin pump for less than one minute. The device will be returned for analysis.